Event description:
The customer reported that the system would not boot up outside of a procedure. A file system corrupted error message was displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer reloaded the software. The configuration files were reloaded and the system was tested, found to be working as intended and put back into service.